Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection. Additional information indicated that a portion of the rv lead, specifically the distal tip measuring approximately two inches, remained in the right ventricle. No additional adverse patient effects were reported. This rv lead was surgically abandoned.